Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative. It was reported that the device was explanted on (B)(6) 2018 and replaced. The reason for device removal was a sudden loss of therapy. A rotor study and dye study were not performed. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bu pivacaine (2mg/ml at 1.2373mg/day) and morphine (10mg/ml at 6.186) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was seen on (B)(6) 2018 for a refill and the status of the pump was checked and there was a motor stall. The pump logs were not checked and the patient was discharged. The patient did not recently have an MRI. The hcp did not hear the pump audibly alarming. No symptoms were reported. The patient went back to the clinic and they got a readout. The first motor stall occurred on (B)(6) 2018 and there had been multiple motor stalls and recoveries since that time as well as a couple of logs showing stop pump period may exceed tube set. The pump replacement was not yet scheduled, but the pump would be sent back for analysis when it happens. There were no further complications reported at this time.

Manufacturer narrative:
Additional information indicated adverse event <(>&<)> product problem. Additional information indicated surgical intervention occurred. Additional information indicated serious injury occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump replacement was the morning on (B)(6) 2018. Maybe on (B)(6) 2018, the pump would be sent back to the manufacturer for analysis. On (B)(6) 2018, motor stall recover occurred but the pump was programmed to min rate mode so there were no issues. Elective replacement indicator (eri) was 6 months. There were no further complications reported at this time.